Manufacturer narrative:
Customer complained on (B)(6) 2021 insulin pump is blank due to moisture damage and damaged battery cap. Device will be tested and downloaded to verify blank display. The battery cap will be inspected for damage. Device passed displacement test, self test, active current measurement and sleep current measurement. Device was monitored. No faded or blank display noted during testing. Device successfully downloaded to thus. Device trace download analysis confirmed the insulin pump alarmed power loss alarm on (B)(6) 2021 22:28:54.000. The power management graph confirmed power loss alarm was due moisture damage to electrical board 1 and electrical board 2. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case, pillowing keypad overlay and corroded battery cap contact. The p-cap/reservoir does lock properly. No blank display during testing. Confirmed power loss alarm in device history due to moisture damage. Confirmed corroded battery tube and corroded battery cap contact. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had blank screen and stopped working. Customer stated that they were at beach and insulin pump was exposed to water. There was a bit of moisture inside battery compartment observed after removing battery. Insert battery alarm displayed on the screen of insulin pump. The contacts on battery cap were not damaged and missing. The battery compartment was corroded. No harm requiring medical intervention was reported. The insulin pump will be return for analysis.